Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes one malfunction event, in which the blade guard ejected from the device while active. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the blade guard ejected from the device while active. There was no patient involvement; no patient impact.